Event description:
It was reported the xenon light source, when the customer wiggles the scope¿s cord and connector it causes communication error codes b30 and e216. The issue occurred prior to use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be conclusively determined since the device was not returned for evaluation. Troubleshooting was performed over the phone but the issue remained. Upon further follow up with the customer, it was reported that the issue was resolved, maintenance cleaning needed to be done on the connectors. No further information was provided. Olympus will continue to monitor field performance for this device.